Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance measurements high out of range. Technical services (ts) reviewed and provided troubleshooting options. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance measurements high out of range. Technical services (ts) reviewed and provided troubleshooting options. This lead remains in service. No adverse patient effects were reported.